Event description:
The patient contacted animas on (B)(6) 2012 reporting that none of the keypad buttons were responding. The patient denied seeing any damage to the keypad or audio bolus button. The patient stated that he pump was exposed to water while swimming however, there was no noted moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow keypad button was intermittently unresponsive; all other buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, a tear and moisture were found at the audio bolus button. (B)(4)